Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an "unable to proceed" alert during the filling tubing step. User completed a full supply change. Insulin delivery resumed; blood glucose not affected.